Event description:
It was reported that cartridge alarm 20 occurred during pump use and that issue did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer support guided caller through proper cartridge loading steps, caller successfully loaded new cartridge, and insulin therapy was resumed; no additional information was received regarding further outcome of event.